Event description:
The "slow gas loss" alarm sounded from the system 90 pump. The doctor was unable to aspirate blood from the inner lumen. The "slow gas loss" alarm persisted after the system was filled with helium. The iab was not returned to datascope for evaluation. (Event complications: unknown- reported 11/3/97.) (Pt's current status: unk- rpt'd 11/3/97.)